Event description:
Customer reported " the blue thing in the middle not seating back in place so blood would just start pouring out." No pt harm or medical intervention was reported. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the affected product be received for eval.